Event description:
It was reported there was an over-discharge as the patient had not charged their device in over 12 months. Along with the over-discharge there were also telemetry issues and a power on reset (por) condition. Using the antenna locate feature a range of 36-40 was reached. Upon meeting with the patient the manufacturer representative performed a manufacturer representative and the patient was charging with 8 bars and waiting until the battery reached 25% so they could interrogate the device. After the battery reached 25% the device was interrogated and an end of service (eos) message was displayed which is indicative of a 3rd over-discharge. The reason for not charging was because the patient had been in jail and there were no issues related to being able to charge.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient planned to have the device replaced but the date had not yet been determined. Of note, it was stated that the patient had been seen to evaluate it for ¿not working properly.¿ the physician reported that trouble shooting did confirm the battery was dead. The physician went on to state that after the hour of charging, the results came back that it was faulty/defective. The patient symptoms were ongoing. If additional information is obtained regarding the replacement, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).